Event description:
It was reported the patient is experiencing an infection at the lead site. Patient went to the emergency room on (B)(6) 2025 wherein the wound was clean out. Patient returned to the emergency room on (B)(6) 2025 wherein the patient was treated with both IV and oral antibiotics. Infection has been resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.